Manufacturer narrative:
The pump passed the displacement test, active current test and sleep current test. No pump error 25 alarm noted during testing. However, pump error 68/49/23/75 alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed pump error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. Multiple pump error 25 alarms found in the pump history file/trace on 08-oct-2025 started from 02:00:00 to 15:00:00. Pump was cut open to perform visual inspection and found unlocked internal battery connector (j6) on the pcba 1. After reconnecting the internal battery connector on j6/pcb 1, the pump was functioned properly. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked keypad overlay. Pump error 68/49/23/75/25 alarm was confirmed due to internal battery connector (j6) on the pcba 1 unlocked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a post-reset ram crc (pump error 23) alarm, and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running (pump error 25) alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was able to clear the alarm and complete the rewind, but troubleshooting did not resolve the issue. It was unknown whether the pump passed the self-test. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.